Event description:
It was reported the patient had a revision surgery on her right knee. The patient has had several revision surgeries on both legs. Additional revision surgeries are contemplated on previous MDR.

Manufacturer narrative:
The associated complaint devices were returned and evaluated. A lab analysis conducted during this investigation indicated that cement attachment was observed on the surface interface of the femoral component, baseplate, and patellar component. Minimal signs of damage were observed on the posts of the patellar component. Damage was observed on the edges of the condylar regions, and is likely due to removal of the femoral component during surgery. Wear observed on the insert is likely due to articulation of the femoral component against the insert with the presence of third body debris. Minimal signs of damage were observed on the articulating surface of the post of the insert. The lot is unknown for the femoral component as it was covered by the bone cement. Other devices were manufactured in 2015. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A clinical analysis noted that based on the provided documentation, the eventual right tka revision was secondary to the loosening and patellar mal-tracking which most likely progressed from the early debonding of the bone cement interface bilaterally and subsequent micro-motion over the approximate 2 year period. The insert wear findings (likely secondary to 3rd body debris) probably also contributed to the deterioration of the mechanical function of the prosthesis; however, these findings do not indicate a mal-performance of the prosthetic components. The patient impact beyond the early onset of reported swelling, right tka revision and an expected post-op convalescence phase cannot be determined. No further medical assessment can be rendered at this time. We consider this investigation closed. However we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported the patient had a right knee revision surgery on (B)(6) 2018 due to loosening of the femoral component. In march 2018 the patient informed the doctor about having severe pain and the feeling of patellar maltracking. A bone scan provided evidence of aseptic loosening of the femoral component and the patellar component. During the revision surgery, a massive amount of fluid was found and a massive amount of synovitis. All the components were revised.